Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, visual inspection of the device noted no abnormalities. The sheath was leak tested and observed to leak. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Removal of the handle cap to inspect the hemostatic valves during microscopic inspection identified the external valve to be torn at the open slit of the seal. This would have caused the valve to be unable to properly seal air pressure inside the flush lumen line; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a faradrive steerable sheath clear during preparation to treat an atrial flutter (af) presented a leak from the connection to the irrigation system during flushing. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory.

Event description:
It was reported that a faradrive steerable sheath clear during preparation to treat an atrial flutter (af) presented a leak from the connection to the irrigation system during flushing. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.